Event description:
On 1983: pt had bilateral breast augmentation. Since this date pt has had firmness. Upon exam pt has a baker class ii capsular contracture on the right and a baker class iii on the left. Pt reported the implant on the right had become soft. The concern was the possibility of a ruptured implant. Mammogram showed the possibility of rupture of the right breast implant. On 2/7/94, rmeoval of bilateral breast implants.